Event description:
It was reported that the patient had required external defibrillation; the cause was not reported. Following defibrillation, the pulse generator exhibited anomalous behavior and began loosing capture. Upon interrogation, a rise in capture threshold was noted. Device reprogramming was performed with increased output settings. The patient had become unresponsive to pacing therapy but their intrinsic rhythm was observed. The device was explanted and replaced on (B)(6) 2014. No patient complications were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.